Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle breaks off during use and harm/injury due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a pn 32 g 4 mm hp 5 bag 50 box sample. The following information was provided by the initial reporter, "item: 320556, (samples) lot: unknown, occurrence date: (B)(6) 2019, sample discarded. Consumer reported needle broke off in her stomach during injection. Stated she was able to remove needle with tweezers. Stated she did not go to doctor and does not plan on going to doctor. Stated she had a little scratch on her stomach from tweezers when removing the needles. Stated it was the new nano pro."